Event description:
It was reported that the cannula could not move to the ending point, so could not cut and remove the histology sample. No pt injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned for eval. The device was visually inspected and no defects were found. The needle was placed in a driver and it was immediately noticed that the sample notch was exposed. It was exposed in both the fired and cocked position. During the course of the investigation, it was discovered that the stylet was loose within the hub - free to move back and forth within the hub. Further investigation revealed a void within the hub. At this time it is unk if the void is the actual root cause or a contributing factor to this event, therefore, the definitive root cause is unk.